Event description:
Alliance registry. It was reported that patient death occurred. On an unspecified date, a drug-eluting stent implanted into the left anterior descending coronary artery (lad). The 90% stenosed target lesion was non tortuous and moderately calcified high lateral lesion. On (B)(6) 2024, the target lesion was treated with a 2.00 mm x 15.00 mm agent (dcb) drug-coated balloon. The patient was taking bayer aspirin and clopidogrel orally. After the surgery, the patient recovered, and patient's condition improved without any problems. On (B)(6) 2024, the patient died at home after feeling unwell since the previous night. It was confirmed it was a cardiac death. The death was treated as a myocardial infarction without any autopsy performed. In the physician's opinion, it seemed undeniable that both the remaining lesion and the treated lesion could have been related to the patient's death.